Manufacturer narrative:
The event date is approximated. Only the year is known (2013) at this time. The implant date is approximated. Only the year is known (2008) at this time. The explant date is approximated. Only the year is known (2013) at this time. The exact dates have been requested but not yet received.

Event description:
It was reported that the patient previously underwent a revision surgery for an unspecified reason. A 4.0 cm cuff was implanted for approximately 5 years, and was replaced with a 3.5 cm cuff. Should additional relevant details become available, a supplemental report will be submitted.